Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The returned probe had no physical damage. With markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. No problem was found. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A05 was coded for the tip deformation. A0908 was coded for the inaccuracy. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that 2 images were performed and the screws were inserted, but both screws were inserted misaligned to the left. There were no problems with accuracy during verification. Deformation of the tip of the cervical probe and active probe were suspected. All instruments were inaccurate. There was an inaccuracy of 3-4 mm in the left direction. The screw was reinserted and completed. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No procedure extension occurred. The cause of the issue was asked but unknown.